Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported the lv lead was partially removed and replaced due to non-capture. No patient complications have been reported as a result of this event. The 4194 lv lead was an attempted implant but not used because it was reported it could not get it into the vein, as well as the competitor lead. No patient complications have been reported as a result of this event.